Manufacturer narrative:
Follow-up #1 correction to (B)(6).

Manufacturer narrative:
Follow up #2 08/18/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: a call service 006 alarm was observed in the alarm history. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms being duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that a cs 006 call service alarm occurred. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.